Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use an, 840 ventilator generated an alarm. The device kept operating in safety ventilation mode and the device rebooted without being touched. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.